Event description:
This report is based on information provided by the third-party authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the defibrillator failed test. There was reportedly no patient involvement. The customer addressed the repair of the device to the third-party service provider, the device was returned to full functionality however the no details regarding the repair nor replacement parts are available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.